Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that the patient received inappropriate shocks. Programming changes were recommended, but the lead was explanted and replaced. The patient was in fine condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.